Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 11500a25 implanted in aortic position was explanted from a 70-year-old patient after an implant duration of two (2) months and twenty-seven (27) days for unknown reason. A 25mm magna ease aortic valve was implanted in replacement.

Manufacturer narrative:
H10: additional manufacturer narrative: the device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on further information received the valve was explanted due to endocarditis. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. As such, this event is no longer considered reportable and a corrected supplemental report is being submitted.